Manufacturer narrative:
Review of production records of the explanted smr reverse liner has been performed and did not highlight any anomaly or non-conformity that could have contributed to the issue. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery has been performed on (B)(6) 2026 due to shoulder prosthesis instability. Previous surgery occurred on (B)(6) 2025. During the revision, pre-existing smr reverse liner standard (pn 1360.50.810, lot. 24at5p6) has been removed and replaced with smr retentive liner +6mm (pn 1361.50.820). Also, the originally implanted glenosphere, from another manufacturer, has been removed and replaced with a new one. Surgery has been completed as intended. Patient is female, date of birth (B)(6) 1949. Event occurred in the united states.